Manufacturer narrative:
Should the device be returned, an investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of elmosa dental that a glidewell ht implant ø4.3 x 10 mm failed to osseointegrate prior to the second stage surgery. The implant was placed at tooth location #30 on (B)(6) 2026 following an immediate extraction. The patient was a 21-year-old female with type ii bone quality and good oral hygiene. The implant was not immediately loaded. The implant was removed on (B)(6) 2026. No instruments were used to retrieve the implant. No abnormality was noted with the implant packaging. The patient did not experience a permanent injury.